Event description:
- -

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. During a follow up visit, high out of range shock impedance measurements were obtained. A revision procedure was performed. After the right ventricular lead was surgically abandoned and replaced, shock impedance measurements remained variable. A decision was made to also replace this device. This device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection of the header and lead barrels noted body fluid contamination throughout each of the lead barrels. In addition, there was a hole in the right ventricular tip seal plug. Seal ring marks in the df-1 lead barrel indicated that the lead may have been underinserted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device met specification.